Event description:
Customer reports lancet protrudes beyond the end cap of the softclix plus device. No accidental needle stick reported. No death or serious injury reported. Attempts to follow up with customer have been unsuccessful; awaiting customer reply before sending product.

Manufacturer narrative:
Lot number is unknown. It was unknown if the initial reporter sent a report to the FDA.